Event description:
It was reported to philips that the system stopped working. The system was in clinical use at the time of the reported event. The surgical site was closed, the patient was awakened from anesthesia, and the procedure was rescheduled. No patient injury or user harm was reported. An investigation into this complaint has been initiated by philips.